Event description:
It was reported that an ilet pump exhibited hardware deterioration with the screen bezel separating, while the device continued to function, and the user's blood glucose was reported as normal at the time of the call. Symptoms included no adverse clinical effects. Outcomes included replacement supplies provided and user education on device shutdown, data syncing, cgm use, and the need to complete startup on the replacement device. Investigation included review of the complaint details and troubleshooting with the user. Investigation of this device revealed a device enclosure integrity issue consistent with screen bezel separation, with no device performance failure reported. It was concluded, based on previously established findings for similar reports, that the cause was component wear or mechanical degradation of the pump enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.